Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that a priming bolus was incorrectly performed. The event occurred during a pump replacement due to normal end of life (eol) battery. The physician did not aspirate the catheter and the pump was primed on the back table of 0.199ml. The physician questioned why it was only taking 12 minutes as his experience had always been 18 minutes. It was discussed that the when the pump is primed on the back table the prime should be 0.3ml. As of the time of the report the patient was to receive drug, then possibly water and then drug again. The reporter stated that they waited 20 extra minutes before connecting the pump to the catheter. Based on the current flow rate of 0.2218ml/day they only moved another 0.004ml. It was discussed that approximately another 0.1ml could be water or 10 hours delay. The patient was doing well at the time of the report. The device system delivered lioresal. Additional information has been requested but was not available at the time of this report.